Event description:
The complaint was received from the affiliate through an academic conference. The report stated that a male pt had a total of five (5) cypher stents implanted in a very complex lesion. The stents were reported to have restenosed. There is no additional info available such as procedure/event dates, pt medical history, vessel/lesion morphology, or device catalog/lot numbers.

Manufacturer narrative:
Please note that device (lot # unk) is distributed outside the united states; however, it is similar to the united states product. This report is for five (5) products with the same (unk) catalog/lot numbers. This event has been brought to our attention by a conference. A male pt with an unk medical history experienced restenosis post cypher stent implantations. The reason for the pt's initial admission to hosp was not reported, but an angiogram revealed lesions in at least two coronary vessels. This pt's aggressive cad puts him at increased risk for mace. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of act's was not reported. The lesions were described as complex. No other vessel and/or lesion characteristics were reported. It is not known if the lesions were pre-dilated prior to the placement of five cypher stents of unk sizes at unk maximum inflation pressures. The post procedural administration of asa or ticlid was not reported. Some time after the index procedure, the pt underwent a repeat angiogram that revealed restenosis in one or all of the previously implanted cypher stents. The treatment, if any, was not reported. Attempts to obtain further info about the pt's medical condition, lesion locations and characteristics, procedural details and pt outcome have not been successful. The products are not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot numbers are not available. The products remain implanted in the pt and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation and is often associated with progression of cardiovascular disease. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Please note that this is the initial/final report.